Event description:
During a clinic follow-up, a high capture threshold, r wave amplitude variation, and episodes of oversensing were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.